Manufacturer narrative:
It was reported that the guidewire broke during use. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. A photo and a sample were received for investigation. However the rest of the pack was not received at this time. Upon inspection of the guidewire it was seen that the inner wire was broken at the j portion, the outer wire appears to have no damage and was still attached. Upon further inspection it was also seen that the tip of the j portion of the wire was misaligned however it does not appear that there is any damage to the inner wire. There appears to be no other physical damage on the received device. The root cause of the customer reported issue is unknown and could not be determined at this time. No additional information is available. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the guidewire broke during use.